Manufacturer narrative:
Radiographs were not received to confirm the event. No product has been returned for investigation as product remains in patient. The root cause cannot be determined at this time. Labeling review: potential adverse events and complications "potential risk identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation...". In situ.

Event description:
On (B)(6) 2009, a female patient underwent a posterior fusion procedure. On (B)(6) 2017, patient reported a CT scan indicates screws may have loosened. No revision surgery is planned at this time.